Event description:
Customer reported unexpected negative reactions on galileo for a patient sample with the 2_cell screen assay. The sample was repeated by manual tube using panoscreen and immuadd. Results were positive at the ahg phase (1+ reactivity, k+k- cell). Customer did not perform additional tube testing with k+k+ cells. The sample was tested using manual capture-r ready-ID. Results were in cell 1 (k+k+), 1+w; cell 8 (k+k+), 1+; cell 14 (k+k-), 1+. Patient was transfused with 2 units of k- rbcs.

Manufacturer narrative:
Instrument images were reviewed and consistent with the reactions observed. Reactivity of the k antigen was confirmed on retention capture-r ready-screen (I and ii), lot x216. Customer sent sample for investigation testing. 2_cell testing was performed with the sample on an in-house galileo with retention capture-r ready-screen (I and ii), lot x216. The sample was nonreactive. The sample was tested using maual tube method with panoscreen, lot 41240 using immuadd as potentiator. The sample was nonreactive in all phases of testing. The event appears to be releated to the nature of the sample.